Manufacturer narrative:
The device was returned without a specific complaint or event. A malfunction based on analysis was found. As received, the device had normal telemetry communication and output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers' header anomaly advisory issued by abbott on (B)(6) 2021.

Event description:
This report is to advise of an event observed during analysis.